Event description:
It was reported that the ilet registered a glucose value of 54 mg/dl without alarms while a concurrent fingerstick measured 73 mg/dl; an urgent low soon alert was present in the history, the user was instructed to manually enter the fingerstick value, ingest a small amount of carbohydrate, and wait 15 minutes, and pump low-glucose insulin suspension was confirmed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device function. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.